Manufacturer narrative:
The operators manual list the following contraindication as routine for many laser treatments and may also be associated with this type of treatment. Pre-screening and informed consent should included patients with active bacterial, viral, or fungal infections. Prophylaxis for oral herpes may be indicated. Post care instruction recommends acylovir (5 times a day) to prevent possible viral infection and keflex twice a day to prevent possible bacterial infections, plus vinegar soaks and occlusive ointment. It appears that both the prophylactic pre-treatment (anti-viral: valtrex; antibiotic: keflex or levaquin) and post care medications were not prescribed as recommended until after the infection presented.

Event description:
The patient underwent an ablative treatment on her face. No errors noted during treatment. Treatment went fine. Five days post treatment the patient presented with symptoms of an infection, physician stated patient skin looks "significantly eroded underneath." A culture was performed; no growth in culture except normal skin bacteria (coag neg staph). Pre-treated the patient with doxycycline (antibiotic) prior to the treatment 1 day before treatment and continued for 5 days post treatment. On day 5 doctor put patient on levaquin (antibiotic-treat skin infections), and prednisone (corticosteroid). Herpes simplex virus (hsv) culture not done until week one after patient already on valtrex high doses. The physician reports the patient has healed with severe scarring present.